Event description:
Information received from the field does not address the patient's clinical status but notes that when the device was connected to the leads and placed in the pocket, no pacing or sensing was exhibited. Unipolar lead impedances were >2500 ohms. The setscrews were tightened and the pocket was manipulated with no change in the lead impedance. After checking invasively and tugging on the leads, the device was replaced with no further problems.